Event description:
Per the clinic, the patient experienced pain and recurrent infections (treatment unknown) at the abutment site. The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics. This report is submitted on august 11, 2022.